Event description:
During routine inspection/testing, it was observed that the device on/off and shock buttons were illuminated and the readiness display flashed intermittently following insertion of a battery. It was also reported that the device powered on but the display was dark, and the voice prompts alternated between "call service" and "connect electrodes". There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return for eval. Physio continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.